Event description:
It was reported that inter-operatively the targeting sleeve caused the lag screw wire to be asymmetrical through the lag screw hole in the nail. Pulled a k-wire and used lag screw reamer without k-wire while leaving targeting sleeve end cap in the loose position to complete the surgery. Rep believes that when targeting sleeve cap is tightened to locked position with lag screw cannula in place, sleeve pushes cannula proximally causing asymmetrical alignment through lag screw hole. Further target device is cracked at neck.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.